Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer received several motor error alarms while rewinding their insulin pump. The customer's blood glucose was also normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)